Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent continuous glucose monitor (cgm) errors occurred. In addition, a data error alert occurred indicating a data log corruption. Customer's blood glucose level was 95 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.